Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately the end of january.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure as the implantable pulse generator (ipg) charge would only last a week and had to charge frequently. The patient was a high energy user. The patient did well post operative and was programmed to have adequate therapy. The explanted device will not be return as it was discarded during surgery.